Event description:
It was reported that the device exhibited error 41786. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the reported problem. It was determined that the depleted internal battery was the root cause. The internal battery was charged for 250 hours, and the error code was cleared. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.